Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer received information alleging device making service required message related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation and the manufacturer observed unit has an e-20 reboot type error. There is a contamination (tab from disposable filter) in the blower. There were (B)(4) errors found. Thus the manufacturer confirms the customer allegation and the unit is scrapped.